Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) - analysis confirmed the device screen was gray. Software was re-loaded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device fails ventricular sensitivity test and the results were out of tolerance. The device was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that when booting up the programmer, "it hangs on [a] gray screen and never fully boots." The programmer was returned for service. No patient involvement was reported with this event.

Event description:
It was reported that when booting up the programmer, "it hangs on [a] gray screen and never fully boots." The programmer is being returned for service. No patient involvement was reported with this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the result and conclusion. The changes are reflected in this report. Evaluation summary: (B)(4) analysis confirmed the device screen was gray. An attempt to reload the software was unsuccessful and generated an error message. The hard drive was replaced due to the error, and the software was reloaded, with no further problems.